Event description:
The device was returned for routine preventative maintenance however, during initial testing at zoll medical's technical service department, the service did not power up. There was no patient involvement in the reported malfunction.